Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received anti-tachycardia pacing (atp) for a supraventricular tachycardia that induced ventricular tachycardia (vt). The device then delivered a shock, which converted the vt to a normal sinus rhythm. Boston scientific technical services (ts) was contacted and discussed that initially, a significant number of atrial complexes fell within the device's blanking period, and so the criteria for atp therapy delivery was met. Ts provided potential reprogramming options to resolve the event. At this time, this ICD remains implanted and in-service. No additional adverse patient effects were reported.